Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter. There was contrast in the inflation lumen. There were multiple hypotube and shaft kinks. The hypotube was completely separated 40.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 12mm maverick²¿ balloon catheter was selected for use and advanced towards the target lesion. Subsequently, the balloon's shaft broke. The device was removed out of the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.50mm x 12mm maverick²¿ balloon catheter was selected for use and advanced towards the target lesion. Subsequently, the balloon's shaft broke. The device was removed out of the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).